Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, lot # n174319018, implanted: (B)(6) 2009, product type catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 500mcg/ml at 130mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient complained of severe increase in spasticity and frequent falls. The reporter was unsure if any environmental, external or patient factors that may have led or contributed to the issue. X-rays revealed a catheter fracture per the physician¿s note. A side port aspiration also was negative, no flow. The patient was scheduled for a catheter revision on (B)(6) 2017. The issue was not resolved at the time of the report and the patient¿s status was noted as ¿alive, no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.